Event description:
The effluent drain bag was changed on machine around midnight. Machine flips hour about 10 minutes after actual time. The operator went back to machine to get fluid removal volume and pressure readings from previous hour and noted effluent pressure to be zero (had been 50's). Monitor started alarming that patient's blood pressure was low. There were no alarms on crrt (continuous renal replacement therapy) machine. When checking history on machine it was noted that current hour fluid removal was already at 130 ml in the 6-8 minutes since the hour had flipped, and still no alarms on machine. The operator hit key for change bag, opened scale, and shut it again. Therapy was restarted and effluent pressure back to 40's. Patient's neosynephrine drip increased and gave patient 150 ml of 0.9 normal saline. No alarms or issues with pressures through the rest of shift.